Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed on (B)(6), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2008. Pt underwent revision surgery on (B)(6), 2011 due to pain caused by arthrofibrosis and tibial malpositioning. Hospital reported, the tibial component was rotated. No further complications have been reported.